Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of either instability, the humeral head not articulating in the center of the glenoid components¿ articulation surface, an insufficient rotator cuff, or a combination of the three which led to significant posterior/inferior wear of the articulating surface. The significant wear likely resulted in an osteolytic response and subsequent aseptic (non-infected) glenoid loosening. Section h11: the following sections have corrected information: (d11) concomitant device(s): equinoxe humeral head, short, 50mm (cat# 310-01-50 / sn# (B)(6)) torque defining square drive (cat# 300-20-02 / sn# (B)(6)) replicator plate 4.5mm offset (cat# 300-10-45 / sn# (B)(6)) (g3) report source: should of been checked "health professional" on initial submission.

Manufacturer narrative:
Pending evaluation concomitant device(s): post aug cemented left (cat# 314-13-24 / sn# (B)(4)). Torque defining square drive (cat# 300-20-02 / sn# (B)(4)). Replicator plate 4.5mm offset (cat# 300-10-45 / sn# (B)(4)).

Event description:
As reported, approximately 2 years post-op the initial tsa for this (B)(6) female, the initial reason for revision was thought to be cuff failure but once we opened the patient up it was apparent the glenoid was loose. There has been catastrophic posterior wear of the component which has created an osteolytic response and then loosened the implant. Patient was last known to be in stable condition following the event. The devices will not be returned per hospital policy. All available information has been received at this time.